Event description:
It was reported that the user experienced elevated blood glucose for approximately five hours, with fingerstick readings of 456 mg/dl initially and 445 mg/dl after performing a full supply change and repeat check. Symptoms included no reported clinical effects. Outcomes included user concern without the need for medical intervention or hospitalization. Investigation included troubleshooting and education with confirmation of a downward trend in glucose after supply change. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.